Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment that the device failed to power up. The main printed circuit board (pcb) was found to be corroded. Analysis also noted that the hanger was broken, and test access label was missing. The device was contaminated on the following components: main printed circuit board (pcb), upper and lower case halves, encoder assembly, one control knob, display, display frame, display grommets, insulator label, all four display frame screws, all four encoder nuts and six pcb screws. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to power up. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.